Manufacturer narrative:
The user reported of an hospital visit but did not provide the details of the visit. This adverse event was not related to the use of eversense continuous glucose monitoring system.

Event description:
On 16 april 2025, senseonics was made aware of an incident where user reported of an hospital visit but did not provide the details of the visit. User confirmed that the event was not related to diabetes or the eversense cgm.

Manufacturer narrative:
B4. Date of this report 30 may 2025. G3. Date received by the manufacturer? 30 may 2025. H6. Health effect - clinical code updated to 4580.